Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.8, lab: 8.6, mean: 5.2, confidence limits: cannot be determined; date: same day, inratio: 1.8, lab: 8.7, mean: 5.3, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For both data sets, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 1.8; lab: 8.6; date: same day; inratio: 1.8; lab: 8.7.